Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, pump error 130, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 58 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), no treatment. Customer reported the following led up to the event: customer was unable to clear pump error 130 alarm with multiple button presses. Customer calls with keypad anomaly complaint. Did customer receive a stuck button alarm?: no are the numbers ramping or is the scroll bar moving up or down with no input from the user? (Up/down button may be stuck): no is there a response from any button?: no was pump exposed to change in altitude?: no monitor time display. Do minutes change?: yes advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: not applicable to t/s will the serialized device be replaced?: yes inform customer about product replacement/return policy. Customer indicates they understood the product replacement/return policy. Dop114-980doc: high bgs/under delivery what led up to the event?: see above document treatment for high bg: treated with set change.. The event involved product(s) mmt-1884, unk_disposables, mmt-332a, unomedical. Customer reported receiving pump error 130. Customer was able to clear the error and complete the rewind process. Pump passed displacement test. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Time does advance when display is observed. Customer reported high bgs. Customer reported low bgs. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unk_disposables. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. However, pump error 130 alarm found after the event date on (B)(6) 2024 at 13:19:05.000 and (B)(6) 2024 at 20:11:04.000. No stuck key alarm found in the daily history. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No pump error 130 alarm or stuck motor during testing. All buttons and motor function properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, keypad assembly, force sensor and motor assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor offset measured within spec range during testing (22.2 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and low bg. The force sensor is within specification. Customer alleged not confirmed for stuck motor, pump error 130 alarm and keypad unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.